Event description:
It was reported that cartridge did not fully snap into pump while caller was using pump with case attached. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected pump and cartridge, cleaned pneumatic tap area, removed loose o-ring from pump, and successfully reloaded original cartridge, after which insulin therapy was resumed without further issues.